Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar vessel locator wings failing to deploy incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the mildly tortuous right common femoral artery was attempted using a starclose se device. Reportedly, after many attempts to deploy the plunger, the exchange sheath splitter would not advance. The device was pulled out from the patient and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.